Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the enlarged and out of direction view was due to lose outer tube. However, the distal fiber breakage and low light transmission were attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had an enlarged out of direction view, distal fiber breakage, loose outer tube and low light transmission. There was no patient involvement.